Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s13l03104 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the cassette line during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.